Manufacturer narrative:
Retainer = black. The insulin pump was returned for missing the retainer and the reservoir is unable to lock in place found on 9/1/2021. The insulin pump was received with the black retainer still attached to the pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was successfully downloaded utilizing crest and thus. A review of the downloaded trace/history files show multiple sequential critical error handling alarms (insulin pump error 4 and 53 alarms). The history files reveal insulin pump error 53 (line number 5632 file number (B)(4)) alarms on [(B)(6) 2020 at 10:46 and 10:47] that triggered the critical pump error (open book image) alarm. The pump was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the motor and force sensor. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained end cap address label, and pillowing keypad overlay. Critical pump error (open book image) alarm and insulin pump error 53 alarms are due to a software error. Missing retainer and the reservoir unable to lock in place are not confirmed however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.